Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but cannot be anticipated for this report. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that three knives were blunt and unable to enter the anterior chamber during separate cataract surgeries. Alternate knives were obtained in order to continue the procedures. There was no impact to any patient. Additional information is not available for this report.

Manufacturer narrative:
Additional information is provided. One opened knife sample was received in a blister package for the report of being blunt. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, a blunt knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the slit knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).